Event description:
It was reported that the patient experienced a pacemaker mediated tachycardia (pmt) event, as reviewed via emailed strips. Technical services (ts) assessed atrial pace (ap) occurring simultaneously with right ventricular sense (rvs) during absolute blanking, triggering right ventricular pace (rvp) and pmt. Ts noted possible accelerated junctional rhythm with atrioventricular dissociation and long pr intervals pre-pmt. Post pmt, persistent fast atrial rate may indicate sinus tachycardia. Consider increasing lower rate limit (lrl) or shortening post-ventricular atrial refractory period (pvarp). Currently, this product remains in service and no additional adverse patient effects were reported